Event description:
During an acl procedure, it is alleged that a small tip of the screwdriver broke off inside a cannulated screw. The tip of the driver was not retrieved. Post op x-ray confirmed the tip of the driver was left inside the cannulated screw. No injury reported.